Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim: originally thought it might be a one off situation so continue to monitor and had another incident happened on (B)(6) (blood backed up to the cap area and a small pool of blood was around the cap area). When inspecting further, found fluid leaking around the connection when the cap was connecting to an extension tubing. No lot number was identified. Rcc received the complaint via email. Email(s) as attached. Do you know who I can contact if I have a defect cap from maxzero? Have a situation that happened few days ago and having another potential cap issue again today. Wanted to reach out to the vendor to conduct further follow up. Friday, october 27, 2023 2:01 am: hi, 1. Please provide material number, lot number and date of incident. The first incident was on (B)(6) when the cap was found to be cracked. Patient was noted to have blood backing to the IV tubing and a small pool of blood on the pillow. When inspect further, after the patient was stabilized and a new cap was replaced, found the cap was cracked. Originally thought it might be a one off situation so continue to monitor and had another incident happened on (B)(6) (blood backed up to the cap area and a small pool of blood was around the cap area). When inspecting further, found fluid leaking around the connection when the cap was connecting to an extension tubing. No lot number was identified. 2. Is there any adverse event reported? Blood backed up while the patient was receiving continuous veletri infusion (half-life of 6 minutes). Patient did have symptom of feeling shortness of breath and both time were triaged immediately so no patient harm noted. However, still a very high risk situation.